Manufacturer narrative:
(B)(6) results: bd received samples and photos from the customer facility for investigation. The 10 samples and photos were evaluated and the customer¿s indicated failure mode for excessive gel additive with the incident lot# 6179854 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Samples contained double the amount of silica gel as specifications require. Root cause was human error in gel dispense process.

Event description:
It was reported that there was an abnormal amount of gel in bd vacutainer® sst¿ ii advance tubes, 13x75 mm, 3.5 ml with a silica clot activator gel. The gel was also not in the right position. No serious injury, blood to mucous membrane exposure or medical intervention was reported.